Manufacturer narrative:
Pump monitored for several days. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected weak battery alarm anomalies noted. Pump received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states there was scratches on the screen as well as battery not lasting more than a week. Troubleshooting was performed for damage and noticed can¿t read screen properly. The insulin pump was returned for analysis.